Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient experienced bleeding at the ipg incision site a few days after implant. Additional information revealed a hematoma was found at the ipg site. Consequently, the physician drained the ipg site. However, a bit of fluid still remained at the site. On (B)(6) 2017, it was noted a seroma was found. In turn, the physician drained the patient's ipg site again.

Event description:
Follow-up information revealed the ipg site is looking better. However, the patient underwent surgical intervention wherein the system was explanted. .